Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the image was not displayed and the circuit board in the scope connector was dirty. Based on the results of the investigation, it is likely the image blackout/no image occurred due to a damaged plug unit. In regards to the dirty circuit board inside the connector, it is likely this occurred due to water leakage. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had image black out. The issue had occurred during set up. There was no report of patient involvement.